Event description:
During an unspecified surgery, surgeon found mesh to be inside the lumen of the bowel. Bowel resection performed as part of explanting the mesh. Bowel resection performed, pt recovering.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.